Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open distal gastrectomy, prior to duodenal resection, after inserting the handle into the power shell, the display turned off and restarted. The power shell displayed as a used shell, making it unusable. A new power shell was opened and used, but the handle display disappeared again and restarted. Another device from another manufacturer used to complete the case. There was no patient injury.